Event description:
I am a (B)(6) mother of five children. I was implanted with the essure permanent birth control system on (B)(6) 2012. The procedure was a lot more painful than it was made out to be and shortly after the procedure I began experiencing many negative side effects. I had severe abdominal bloating and irregular strange periods. Instead of my regular monthly bleeding I was passing clots and dark brown discharge. I also started to have painful ovulation and bad cramping. I also gained 12 pounds even though my diet and exercise remained the same. Then I began experiencing some very disturbing and fighting symptoms such as rapid heartbeat, dizziness, tingling on the left side of my body, headaches, fatigue and a severe itching of the scalp. Six months after implantation I continued to have all the above symptoms and started to suffer from low sex drive, depression, forgetfulness, anxiety, panic attacks, mood swings, shortness of breath, intolerance to exercise and metal jewelry. I suffer from hypothyroid symptom's such as brittle nails, sensitivity to cold and dryness of eyes and skin. I had none of the symptoms before being implanted with essure. I plan on having them removed as soon as possible. This is a faulty product and needs to be taken off the market before anymore women are injured.